Event description:
It was reported that the cartridge was leaking after a supply change despite correct setup steps, with troubleshooting confirming normal insulin delivery and proper infusion site and tubing function, consistent with a device leak involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed evidence consistent with a leakage at or related to a seal, aligning with a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.